Event description:
It was reported that the device indicates replace battery. Manual CPR was administered. No adverse event reported.

Manufacturer narrative:
Reported complaint of "platform indicates replace battery" was not confirmed. Platform was tested using the test manikin and the large resuscitation test fixture, which is equal to a 250 pound pt. No issues were observed in either test. Archive file indicated that battery with sn (B)(4) was being used. Based on its manufacture date, this battery is 7 years old. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2-4 years. Furthermore, battery was not properly maintained. Customer did not return the battery involved in the event.